Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Email received from distributor alleging discrepant inratio values. Event occurred in (B)(6). (B)(6) 2015 inratio = 4.9. (B)(6) 2015 lab = 1.4. (B)(6) 2015 inratio = 1.3. Patient's therapeutic range unknown. No reported adverse patient sequela.

Manufacturer narrative:
Investigation conclusion: the strips associated with the complaint were returned for investigation. The customer's complaint was not confirmed during in-house testing. Returned strips tested in-house met accuracy criteria. A review of manufacturing records for lot 366391 did not uncover any non-conformances. The lot meets release specification. Root cause is unable to be determined form the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.